Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock measurements. Troubleshooting options were recommended. Currently, this product remains in service and no adverse patient effects were reported.